Event description:
The patient's mother reported that the patient's controller delivered an uncommanded bolus of 2.2 units at 9:49am. The mother reported the controller was in the patient's pocket and the patient was not touching the device at time of alleged uncommanded bolus. The mother was not with the patient/controller at the time of call for troubleshooting with the device. She was able to report the patient had 3.5units of iob (insulin on board) and bg (blood glucose) of 252 mg/dl. The mother reported an additional uncommanded bolus had been given, but no details were provided. No additional information was provided. If additional information is received at a later time, a supplemental report will be submitted.

Manufacturer narrative:
In the case description, the user mentioned receiving a 5 u bolus on (B)(6) 2025 and a 2.2 u bolus on (B)(6) 2025 uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of the reported boluses. The audit log files showed that a 5 u bolus was confirmed and started on (B)(6) 2025 with no carbs or blood glucose values entered and a 2.2 u bolus was confirmed and started on (B)(6) 2025 with a carb entry of 50 g and a blood glucose value of 242 mg/dl. The audit log files showed that for both boluses the confirm button was pressed to bring the controller to the confirm bolus screen and the start button was pressed to start bolus delivery. For the 2.2 u bolus, the audit log files also show that the use sensor button was pressed to load the 242 mg/dl blood glucose reading into the bolus calculator. Review of the engineering log files found the log files from the date of occurrence to be overwritten due to continued use of the system. No further evidence of interaction with the controller to program the boluses could be obtained. Review of the engineering log files found evidence of interaction with the controller in order to program, confirm, and start the boluses captured. No evidence of an uncommanded bolus was observed in the available logs. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.